Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she was at work when it happened. Customer was trying to give a bolus at that time. Customer pressed the b button and it wasn't delivering. Customer then received a button error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to no button response. The insulin pump has minor scratched display window, cracked case at the display window corner, broken battery tube threads, cracked reservoir tube, cracked reservoir tube lip and missing the end cap sticker.